Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of three (3) minicap transfer sets could not be screwed tightly. This issue occurred during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
One (1) actual and two (2) companion samples were received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, torque engagement testing, and clamp function testing. The reported problem was not verified. The samples met specification for the reported issue. Should additional relevant information become available, a supplemental report will be submitted.